Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on august 13, 2007 and alleged that she had a battery contact issue with her one touch ultrasmart meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery leaked into the battery contacts and the battery contacts were corroded. This issue first occurred on a week earlier. She also reported feeling sweaty and weak, and these symptoms developed after the reported issue began. The patient reportedly took no diabetes treatment actions following the results and did not receive/require and medical treatment or intervention. This complaint is reported because the patient experienced symptoms of low blood glucose after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.